Manufacturer narrative:
Investigation summary: the visual inspection found no defects. The bravo2 recorder physical examination in compliance lab: calibration by capsule simulator and transmission test were successful ly, performed test study and download the study data successfully; recorder physical examination conclusion is that recorder function properly without any problems; all beeps signal of the recorder works as intended; the reported problem was not confirmed; according to risk assessment (B)(4), doc bravo recorder - risk analysis, (B)(4), this risk was assessed by broadly acceptable; a review of the DHR indicating that the product was released meeting finished product specifications; the device was being used for diagnosis. The product was not reported condition or incident; the device as received meet to specifications. The conclusion of the investigation is: problem not found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the recorder is not keeping a signal. The device worked appropriately during the previous procedure. There was no harm to the patient or user due to the alleged device malfunction. A repeat procedure will be necessary due to the alleged device malfunction. No known adverse events were reported.